Event description:
The physician was attempting to use a 3.75 mm diameter x 15 mm length nc sprinter rapid exchange (rx) balloon dilation catheter to pre-dilate a lesion in the proximal rca reported to have been in a non tortuous-vessel with the lesion exhibiting 80% stenosis with moderate calcification. Info received confirmed that the balloon ruptured on the third inflation at 28 atms, which is 10 atms above the device recommended rated burst pressure. The balloon had previously been inflated to 12 atms and 28 atms on the first and second inflation at the target lesion. It was reported that a perforation developed following the balloon rupture requiring the deployment of a stent at the site. The pt was reported to be stable after the procedure.

Manufacturer narrative:
Eval summary: a longitudinal tear was located on the body of the balloon running from the proximal balloon cone to the distal inner shaft marker band. (B)(4): results: (coronary vessel dissection, perforation, rupture, or injury), (inflation of balloon beyond rated burst pressure). Conclusion: (inflation of balloon beyond rated burst pressure).